Manufacturer narrative:
Device is a combination product. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the severely tortuous left anterior descending (lad) artery. Following predilitation with a 3.00x12mm emerge mr balloon, a 3.00 x 12mm synergy ii drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross and dissection in the distal lad was noted which the physician thought was caused by the stent. The procedure was completed with another promus stent. No further patient complications were reported and the patient's status was fine.